Manufacturer narrative:
A medtronic representative reported that the inaccuracy alleged was 2-3mm.

Manufacturer narrative:
Patient information was not made available. Device lot number, or serial number, not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Software investigation has not been completed. 02/10/2015 a medtronic representative, following-up, reported that accuracy was suspect from the start of the procedure. Surgery was performed as usual with the knowledge of the inaccuracy, using the c-arm.

Event description:
A medtronic representative reported that, while in a spine procedure, using a non-medtronic c-arm, the site alleged an inaccuracy in the navigation system spine 2.0.1 software. No specific measurements for the alleged inaccuracy were provided. It was reported that the navigated position of the instrument did not coincide with fluoro scans. Also noted was that the pak needle was jumping positions greater than approximately 2 centimeters in the software when one of the spheres was blocked. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4). This was the first case where the navigation system was used by this hospital. When navigation was allegedly inaccurate the site finished the case as usual with the c-arm. This increased the surgery time approximately 20 minutes. (B)(4). A medtronic field representative performed simulated use testing with various instruments. He was able to replicate the inaccuracy with 3 instruments, 2 reference frames, 2 wireless trackers, and 2 different c-arms. The allegedly inaccurate instruments were the pak needle, passive planar ball probe, and the passive planar probe. The issue could be replicated in both the or and in a different room with common lighting. The cause of the alleged inaccuracy cannot be determined at this time.

Manufacturer narrative:
A medtronic representative reported that he had double checked all spine instruments (excluding the pak needle which was unavailable), and the accuracy was good. During a subsequent surgery, the navigation equipment was also fully functional. As an extra pak needle was not available, they will monitor the use of the device in future surgeries. The software investigation found that a probable cause was unable to be determined without further information since the behavior could not be replicated and the alleged instrument was not returned for evaluation.